Event description:
It was reported that during a device implant procedure, guidewire was placed in the lumen for lead positioning however the lead was unable to be removed from the lead. Physician attempted to explant the lead with the wire however the wire was stuck and unable to be pulled out. Physician suspected the lead lumen was very narrow. Lead was explanted and a new lead was implanted. The wire was removed from the lead and damage was observed. Patient had no adverse consequences and was stable.

Manufacturer narrative:
No conclusion code available. A test stylet was fully inserted without any obstructions or restrictions. The inner diameter of the inner coil was within specifications. The reported event of insertion failure was not confirmed.